Event description:
It was reported that the patient presented to the emergency room with the device alarm sounding. Interrogation of the device revealed lead oversensing and noise. The lead impedance measurements were varied and high. A lead fracture was suspected and the lead detections were programmed off. The following day the lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).